Manufacturer narrative:
(B)(4): physio-control confirmed with the customer that a pin was broken off of the therapy cable and was lodged in the therapy connector. The customer was able to remove the broken pin from the therapy connector. The customer replaced the therapy cable with a new one and proper device operation was observed through functional and performance testing. The device was returned to use. A clinical review of the file was performed; however with the absence of an electronic patient record, there was insufficient data to determine the impact of the device use on the outcome of the patient.

Event description:
It was reported that the device failed to recognize a connection to the patient. The customer was dispatched to an unresponsive, terminally ill patient. Prior to their arrival, CPR was performed and an AED (unknown brand or type) was connected to the patient. Two defibrillation shocks were delivered with the AED. Upon arrival of the customer, they connected their device to the patient, however a "connect cable" message was displayed. A second backup device became available and was connected to the patient to continue care and transport to the local hospital. The patient was pronounced deceased shortly after their arrival at the hospital. The delay between the reported failure and the arrival of the backup device was minutes, as described by the customer.